Manufacturer narrative:
Product lot number was not provided. The lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery with an intralase patient interface (pi) after laser fired. It was noted that one (1) flap/ring was replaced. Per account, the physician had to squeeze patient¿s eyes and reapply the same cone. This report pertains to one (1) of two (2).